Event description:
Pc 2494 lot unknown, used dressing and nu derm together on a wound which was washed with safe klenz prior to applying the dressings this regimen had been in progress since 10/30/96 and pt had a systemic rash type reaction on her trunk and upper extremities on nov. 3. At that time they discontinued "digtraban" (a mediction taken by mouth). On 11/18/96 10 minutes after her routine dressing change she began to have itching, hives and shortness of breath. She was taken to the emergency room and treated for anaphylaxis with benadryl and solumedrol. Once the symptoms subsided they repeated the steps of the dressing change again. Within 10 min she again began to break out and have difficulty breathing. They removed the dressings and treated with epinephrine. She was hospitalized overnight for observation. The pt was a 23 year old female with spina bifida. It was also reported that this pt was receiveing penicillin and silvadene treatments.